Event description:
Implant date 2005. It was reported that approximately 10 days post op, the vertebral body "had been sinking" and the screw went through the upper plate of the vertebral body. A revision surgery was performed approximately 14 days post op.